Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report issues with the sensor. Customer reported that the sensor was not reading his glucose. Customer's blood glucose reading at the time of the incident was not included in the report. Customer reported that upon removal of the sensor they noticed that the cannula was missing. Product is expected to return.

Manufacturer narrative:
Inspected 1 opened/used partial sensor and performed continuity resistance test and sensor failed per specifications. Found sensor cannula in full. Also found sensor with cannula bent near the top and at the bottom of the sensor base. See attachment file for details. Unable to confirm customer received sensor in said condition due to customer returned opened/used. Unable to confirm insertion/needle complaint due to customer return sensor no needle.